Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that audible alert had triggered. It was found that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to non-sustained vt (ventricular tachycardia), high rate non-sustained episodes and sic (sensing integrity counter). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.